Manufacturer narrative:
No belt clip was received with the insulin pump. No unexpected button error alarms were noted during testing. No unexpected frozen screen anomalies were noted during testing; time advanced properly. The pump was received with intermittent button response on the act button due to corroded keypad traces. The pump was received with cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 235 mg/dl. The customer stated that she gave herself a bolus and the pump froze and read button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.